Manufacturer narrative:
Review of device service history record for the past 12 months found no issues or abnormalities that are related to the reported phenomenon. Based on the results of the investigation, a definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the subject device was found with poor image. Cable failure and imaging flooding were noted. There was no patient involvement in this reported event.